Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the balloon delivery system did not deflate after taxus liberte stent deployment. The index procedure treated one target lesion. Target lesion 1 was a 2.5-3.0 mm vessel diameter, 80% stenosed region of the iva artery. The lesion was predilated prior to the placement of one taxus liberte 2.75x20 mm drug eluting stent. After deployment the stent delivery balloon would not deflate. The balloon was retrieved after approximately 5 minutes. The physician was able to pull the inflated balloon out of the left coronary artery and into the guide catheter and then through femoral sheath. No clinical implications for the pt were observed. Also during the procedure, two more taxus liberte stents were implanted in the vessel, one proximal and one distal to this stent. The patient was in good condition following the procedure.